Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd insyte autogard catheter experienced a needle that would not retract. The following information was provided by the initial reporter: when the autoguard catheter just arrived at the hospital (eight years ago) they had problems with the mechanism that helps to retract the needle, since it was activated and did not retract the needle, which made it stay inside the patient, so the catheter had to be removed again and punctured again, a situation that goes against good hospital practice.

Manufacturer narrative:
H.6. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the unspecified bd insyte autogard catheter experienced a needle that would not retract. The following information was provided by the initial reporter: when the autoguard catheter just arrived at the hospital (eight years ago) they had problems with the mechanism that helps to retract the needle, since it was activated and did not retract the needle, which made it stay inside the patient, so the catheter had to be removed again and punctured again, a situation that goes against good hospital practice.